Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(6) 2009. On (B)(6) 2010 the non-zimmer tmt femoral component was revised. On (B)(6) 2010, the tmt component was revised.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was mfg to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.